Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not recognize that the door was open. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the upper latch switch not functioning properly. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device did not recognize that the door was open. No additional information is available.